Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained low blood glucose of 51 mg/dl. Caller stated that the insulin pump malfunctioned, it delivered insulin when it is not supposed to. Caller stated that the customer was with the school nurse due to the low blood glucose and failed battery alarms. Nothing further was reported.